Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the black box revealed no evidence of call service (cs) (B)(4) alarms. During evaluation, the pump was exercised for 24 hours with no cs (B)(4) alarms. The pump case was removed and there was no evidence of moisture or defects found with the pump. There were no defects found to the motor drive during a visual inspection. The reported issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was dim, faded and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.